Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
It was claimed by a customer that the patient fell while trying to grab the safety side. The nurse was cleaning the patient and when she rolled the patient to the other side, the patient rolled off the bed. Allegedly the safety side was not working as correctly and it fell when the patient was trying to reach it. The patient coded and expired within minutes from the incident. The arjo field service engineer inspected the device on-site and found no issue with the bed. All safety side were functioning as intended. It was found only the footboard missing.

Manufacturer narrative:
It was claimed by a customer that the patient fell while trying to grab the safety side. The nurse was cleaning the patient and when she rolled the patient to the other side, the patient rolled off the bed. Allegedly the safety side was not working as correctly and it fell when the patient was trying to reach it. The patient fell to the floor and passed away. The arjo field service engineer inspected the device on-site twice and found no issue with the bed. All safety sides were functioning as intended. During the meeting with the arjo product engineers, it was decided to perform testing to recreate the reported scenario. The issue was discussed by engineers and it was concluded that the problem might occurred when the safety side is not correctly locked in upright position. Upon testing, it was revealed that a correctly locked side panel is more secure, it is also more susceptible to damage under high force. Conversely, an incorrectly locked panel, though easier to lower, due to the low force required for unintended lowering. According to citadel bed instruction for use (830.213-en rev g): "make sure the locking mechanisms are securely engaged when the side rails are raised." The IFU provide the correct way of raising and lowering the safety side panel: "to lower the side rail: 1. Hold either side rail handle. 2. Pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered. The side rail folds down next to the deck. To raise the side rail: 1. Hold either side rail handle. Pull the split side rail up and away from the bed until it locks in the raised position. 2. The head end and foot end side rails operate in the same way." Operation of side rails should be checked daily by the care giver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents.¿ arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. This complaint was assessed as reportable due to the allegation of a patient's fall resulting in death.

Manufacturer narrative:
The investigation is still on-going. Conclusions will be available upon investigation completion.

Manufacturer narrative:
The investigation is on-going. Conclusions will be available upon investigation complexion.